Event description:
During the procedure, a communication issue occurred causing a delay. Troubleshooting was performed for over an hour, which did not resolve the issue. The decision was made to switch to the carto mapping system and the procedure was completed with no consequences to the patient. The dws has been replaced and the system is functioning as intended.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.